Event description:
It is reported customer lost consciousness while eating after taking novalog 5 units; customer forgot he had not eaten yet. Blood glucose reading was taken by wife while customer was unconscious; reading was 164 mg/dl. Symptoms did not match reading; emts were called and customer was treated with a shot, taken to the hospital, admitted, and placed on an IV of unknown content.